Manufacturer narrative:
Service was not dispatched to the site for this event, as the customer declined service. The customer believed that some pre-analytical sample issue may have caused the elevated accutni result (such as a fibrin clot) however there has been no conclusive proof of this to date. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that both levels of accutni qc were performing within the customer's established ranges during the timeframe of the event. A routine system check performed prior to the event met established specifications. A ten replicate precision test using low level accutni quality control material met precision expectations of the assay. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a higher than expected cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated from an access 2 immunoassay system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that the patient was subsequently drawn two additional times. Multiple repeat testing of the original sample as well as multiple testing of the redrawn samples yielded results that were lower, within the original reference range, concurred with each other, and were regarded as valid. The elevated initial accutni result was reported outside the laboratory and the patient was admitted to the hospital based upon the initial accutni result. The test samples were collected in either serum or plasma tubes. The samples were centrifuged prior to testing. The samples were full draws. The serum sample appeared to be slightly hemolyzed. The customer did not provide specific patient information.